Event description:
The hospital reported that during an endoscopic vein harvesting procedure, acrobat-I stabilizer handle was loose, leaving the device free. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 10/16/2019. Signs of clinical use and no evidence of blood was observed. No visual defects were observed. The device was evaluated for mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was secured in position when the knob was turned clockwise. The knob tightened the arm. Based upon these findings, the reported failure mode ¿mechanical issue¿ was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, acrobat-I stabilizer handle was loose, leaving the device free. A replacement device was used to complete the procedure. The hospital did not report any patient effects.